Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was not working as expected. All components of the existing aus were explanted on an unknown date and were later replaced with a new aus. No patient complications were reported.